Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experience elevated blood glucose (bg) of 475mg/dl with symptoms of dehydration, sweating, and shakiness. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Additional information was not provided and troubleshooting could not be completed. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy and the pump could not be ruled out as a cause or contributor in the alleged incident.